Manufacturer narrative:
Initial.

Event description:
It was reported that after reinitiating the ilet pump following approximately six weeks off therapy, the user experienced erratic glucose control with repeated highs above 300 mg/dl, a highest cgm value of 401 mg/dl lasting about seven hours, and one cgm low alert that was counterchecked by fingerstick as not low; the user employs a dexcom g7 and performed fingerstick calibrations and meal boluses, and requested additional clinician training, while the device problem and component involvement remained unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.